Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized in the intensive care unit due to diabetic ketoacidosis. Reportedly, the customer reportedly ran out of supplies, and additionally, customer had covid-19; however it was unsure if this contributed to the event. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.